Manufacturer narrative:
Product event summary: the partial lead was returned, analyzed, and no anomalies were found. (B)(4)

Event description:
An extraction was attempted, but not completed. The patient was transferred to a different hospital to complete the lead extraction. The physician noted that there was a suture going straight through the distal portion of the lead. A new lead was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4574-45 lead, implanted: (B)(6) 2008; 4194-88 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks for oversensed noise on the right ventricular lead. The lead impedance was noted to be high and the lead was suspected to be fractured. Reprogramming was performed to turn detections off and the patient will wear a life vest until the lead removal procedure occurs. No further patient complications have been reported as a result of this event.